Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system presented with no illumination in multiple ports before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 23, 2010. Based on qa assessment, the product met specifications at the time of release. The lamp received for evaluation a visual assessment of the returned sample showed signs of burn marks on the lamp. The sample lamp was installed into a known good table top illuminator in a calibrated system. No sm displayed upon boot up, and the lamp was found to meet specifications on both ports 1 and 2. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).